Event description:
It was reported while using unspecified bd syringe there was a mix of products. There was no report of patient impact. The following information was provided by the initial reporter: customer notify about a different syringe they found in our lot, need to investigate the root cause and know if it was an isolated case or if could be repeated if that is the case customer asking what action would be implemented to mitigate this? Need bd response within 10 days ((B)(6)).

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material#:unknown. Batch#:unknown. It was reported by customer that they notified about a different syringe they found in their lot, need to investigate the root cause and know if it was an isolated case or if could be repeated if that is the case. Verbatim: customer notify about a different syringe they found in our lot, need to investigate the root cause and know if it was an isolated case or if could be repeated if that is the case. Customer asking what action would be implemented to mitigate this? Need bd response within 10 days (sep, 7th). -can you identify the material and batch number of the products? P/n: 06000302, l/n: 2206070. -any adverse event or serious injury occurred? No event nor injury occurred. -are you able to provide the defective samples to bd for investigation? If no, can a photo be provided? If yes, please provide mailing address. The issue is a different type of syringe, just 1 unit, so there is no test to make on it and there is no much sense to send the unit, a photo has been added in the report. -please provide event date. May 26th, 2023 was founded. Additionally: response received and 10ml syringe confirmed to belong to holdrege. Material and lot updated.

Manufacturer narrative:
(B)(4) - supplemental MDR for updated information received. Updates made to the following fields: b5: added new information identifying the product. D1: brand name added. D2: common device name updated. D4: material number and batch updated. Medical device problem code updated to: a0205 - packaging problem.